Event description:
It was reported that patient witnessed fall and was treated with cardiopulmonary resuscitation (CPR). Patient presented in-clinic, upon interrogation it was found that patient's implantable cardioverter defibrillator (ICD) failed to deliver therapy during ventricular fibrillation (vf). It was also noted that the ICD exhibited wide qrs oversensing. No intervention was done. Ther were no patient consequences noted.